Event description:
It was reported that the patient was experiencing pain and muscle spasms at the lead anchor site. The patient underwent a revision procedure wherein the anchor was buried deeper and remains implanted. The patient was doing well postoperatively.